Event description:
The right subclavian was cannulated and guidewire inserted. The wire initially crossed over to the left subclavian but was manipulated back into the right atrium. The incision line was marked on the anterior chest wall and a subcutaneous tunnel created for passing the catheter. The catheter broke off a short segment during course of passing. The incision at the needle site had to be opened and exploration for fragment removal. New catheter successfully inserted with fluoroscopy.